Manufacturer narrative:
As gore was unable to determine which thoracic system component was involved in the alleged type iii endoleak, an additional gore® tag® device (tgm262615j/22753626) will be identified on this report. (B)(4). It should be noted the gore® tag® thoracic endoprosthesis instructions for use (IFU) states ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, endoleak, aneurysm enlargement, and reoperation. Additionally, per IFU, the safety and effectiveness of the gore® tag® conformable thoracic stent graft have not been evaluated in patients with previous stent or stent graft or previous surgical repair in the descending thoracic aortic area.

Event description:
On an unknown date in 2011, the patient was implanted with a non-gore manufactured stent graft to treat a stanford type b aortic dissection. On an unknown date, a type ia endoleak was reportedly identified. The patient subsequently underwent total arch replacement with open stent graft placement. On (B)(6) 2021, the patient presented to the facility with pain and anemia. On the same day, an emergent endovascular procedure was performed to treat distal stent graft-induced new entry (d-sine) using gore® tag® conformable thoracic stent graft with active control system (ctag ac). Two gore® tag® devices (tgmr404020j proximally and tgm262615j distally) were implanted. The proximal gore® tag® device was placed inside the previously placed open stent graft. The overlap of the two gore® tag® devices was a reported 4 to 5 cm. It was reported that sealing at the proximal end seemed ¿slightly weak¿. On (B)(6) 2021, follow-up computed tomography reportedly showed endoleak (suspected type ia and type iii at the connection site of the two gore® tag® devices), and enlargement of the aortic aneurysm was also noted (amount not reported). On the same day, the patient underwent a reintervention procedure whereby additional stent grafts were emergently implanted. Final procedural angiography revealed no endoleak at the end of the procedure. The patient tolerated the procedure.